Event description:
A (B)(6) male patient contacted zoll customer support to report that the connector of his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) was confirmed. Upon evaluation, the trunk cable connector was c racked and would not latch properly into the monitor's belt connector, preventing a secure connection with the monitor. The cause for the inability to properly connect to the monitor was the defective trunk cable connector. The root cause of the defective trunk cable connector cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt connector. The patient was issued a replacement electrode belt.